Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button had an intermittent connection.  The cause for the failure was the rear response button contact intermittently failing.  The root cause for the intermittent contact could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.